Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information from the patient was received on 05/20/2016. The patient reported that after the sensor wire was found to be detached. They went to their physician on (B)(6) 2015 and got an ultra sound at the insertion site to check for any possible dangers. The sensor was inserted on (B)(6) 2015 on the abdomen. The physician found nothing at the insertion site and no further treatment was required. There was no further report of discomfort or adverse effect on the patient.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. Date and location of sensor insertion was not provided. It is unknown if the transmitter was snapped into the sensor pod when the sensor was removed. Patient stated that the sensor wire was completely missing. Patient fears that the sensor wire is under the skin. No additional event or patient information is available.